Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file that shows a causal relationship between the liberty select cycler or cycler set and the peritonitis. Additionally, there is no allegation of a machine malfunction or a leak reported for this event. Based on the available information a cause of the peritonitis cannot be concluded.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with their cycler. Upon follow up, the pdrn stated the patient was hospitalized for peritonitis on (B)(6) 2019 (signs and symptoms unknown). The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The patient¿s culture results were positive for bacterial cocci growth; however, the date of the culture and the organism were unknown. The patient was prescribed and treated with an unspecified cephalosporin (type, route, dose, frequency and duration unknown). The patient reported to be recovering and discharged on (B)(6) 2019. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. A cassette sample was not reported to be available for manufacturer analysis. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.